Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that door constantly failed. A field service engineer disassembled the latch column, cleaned it, crimped the connections, and reattached all latches. Conductive grease was applied to the connections. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system door had failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.